Event description:
During tka, the regenkit-tht (stryker prp kit) tube did not spin down correctly when placed in centrifuge on "34" for 8 minutes. The wax did not separate. Dr opted not to administer product to patient. No adv outcome.what was the original intended procedure?totak knee arthoplasty.device #1is this a laboratory device or laboratory test?no.